Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp, one cath-lock, and one 8fr groshong catheter, assembled, were returned for evaluation. Visual, microscopic, tactual, and functional evaluations were performed. The investigation is confirmed for a subcutaneous leak, as a diagonal pinhole leak was observed between the 13th and 14th depth markers. Microscopic examination of the hole found smooth granularity on the break surface; striations and glossy surfaces were not observed. The interior wall damage appeared to be about the same size as the outer wall damage. The hole did not appear to traverse a significantly diagonal path through the wall; it appeared that the hole was nearly perpendicular between the outer and inner wall surfaces. Although a definitive root cause could not be determined, stylet damage or sharp instrument damage could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that some time after port placement, an alleged subcutaneous leak was identified causing removal and replacement of the device. The patient status was reported as stable after removal and replacement of the device.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that some time after port placement, an alleged subcutaneous leak was identified causing removal and replacement of the device. The patient status was reported as stable after removal and replacement of the device.